Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen position was observed to be out of alignment. The device was reported to be outside of use at the time of the reported problem. The field service engineer (fse) confirmed the issue. A touchscreen calibration was performed which did not resolve the alignment issue. The touchscreen was replaced and the reported issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced touchscreen was evaluated by the product investigation lab (pil). The touchscreen was installed in a pil test v60 and passed all the flex cable resistance testing. The touchscreen did initially fail during diagnostic and functional testing and displayed misalignment in the touch points. The pil technician then verified a successful recalibration of the touchscreen. The touchscreen passed all diagnostics testing and operated without issue. The touch points were confirmed to not be properly aligned with the liquid crystal display. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.